Event description:
The clinical specialist (cs) reported that the programmer would boot to company screen and hang there. Therefore, the cs ran service disk and now the programmer boots as it should. The programmer was rebooted several times to confirm that it was restored to service. No patient involvement was indicated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.